Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (specific date not reported). It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may, 04, 2023.